Manufacturer narrative:
Insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion, the excessive no delivery and unexpected restart test due to constant motor error alarm during bolus delivery. All operating currents are within the specifications no unexpected low battery or off no power alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm. Customer had changed the set three times. Customer's blood glucose was over 600 mg/dl. Customer's blood glucose at time of call was 425 mg/dl. Customer treated high blood glucose with a bolus from the device three times and blood glucose did not go down. Customer had to manually inject insulin to bring down blood glucose. Device was able to rewind. Found motor position encoder error alarm in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.